Manufacturer narrative:
Additional information was received that the patient was reportedly doing well postoperatively.

Event description:
A report was received that the patients ipg was non-functional. It was noted that when the physician opened the ipg site an infection was suspected. The patient had no symptoms of infection. The physician does not believe that the infection was device or procedure related and the cause was unknown. The patient was prescribed with antibiotics. No device malfunction was suspected. The patient underwent an ipg explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patients ipg was non-functional. It was noted that when the physician opened the ipg site an infection was suspected. The patient had no symptoms of infection. The physician does not believe that the infection was device or procedure related and the cause was unknown. The patient was prescribed with antibiotics. No device malfunction was suspected. The patient underwent an ipg explant procedure.